Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. Device evaluation: visual analysis of the returned device identified: opening, crease flat. Leak test was performed and found opening on device. A microscopic analysis was performed which identify two striated edge opening, consist with use of a surgical tool in the radius and opening striated in the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior and radius side due to surgical damage. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "rupture" of a saline device. Device has been explanted.